Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message stating that the ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Type of investigation: an elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.